Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2018. Lot number: the customer reported two (2) potentially associated lot numbers, h18h26016 and h18h25034. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver noticed bubbles at an unspecified location in an amia pd cassette. This was identified by the caregiver prior to use on the patient for automated peritoneal dialysis (pd) therapy (no further detail was provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.